Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove with the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavy calcified lesion in the left anterior descending (lad) artery. The sion blue guide wire was advanced to the target area, in the distal lad. The 2.5 x 12 mm trek balloon catheter was prepared per the instructions for use (IFU) and advanced over the guide wire, to the distal portion of the lesion. The balloon was inflated to 12 atmospheres (atm), and then deflated successfully. The trek balloon was pulled back to inflate the mid portion of the lesion and inflated to 12 atm, then deflated. The balloon was then pulled back a little more proximal for another dilatation. The balloon was inflated to 12 atm, and deflated. Again, the trek was pulled back to further dilate proximal, but at this point, the balloon was completely locked up with the guide wire; therefore, the system was removed as a unit. Outside the body, the devices could not be removed from each other. A new prowater guide wire and trek balloon were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The asahi sion guide wire referenced is being filed under separate medwatch reports.